Event description:
Customer reported unexpected negative results when testing patient sample with capture-r ready-screen 3 (crrs 3) on the echo. Patient has a history of anit-k.

Manufacturer narrative:
Review of the screening assay images shows negative reactions for all cells 1, 2, and 3. Visually all reactions appear negative. Cell 1 was the only k positive cell on panel, and was heterozygous for k. The positive control cell appears positive as expected.the reactivity of the k antigen was confirmed on retention crrs(3), lot r057 with anti-k. The submitted plasma sample (reported to have previous anti-k) was tested with returned and retention crrs (3), lot r057 on in-house echo. The sample was nonreactive with both return and retention products.the sample was tested by tube hemagglutination tests with retention panoscreen I, ii and iii, lot 35648, using immuadd as the potentiator. A room temperature (rt) incubation was included. Two testing parameters were used. One set was for immediate spin (is) and rt. The second set is at 37c and at the indirect antiglobulin test (iat). The sample exhibited weak reactivity at rt with k+ red cells and weak reactivity at the indirect antiglobulin test. Results indicate the sample's antibody is partially igm in nature. The event appears to be releated to the nature of the sample.